Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# unknown, product type recharger, product ID 37642, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's daughter cant recharge the implant. The recharger and patient programmer showed 'reposition antenna' screen. The recharge data showed date of (B)(6) 2020 which indicated the last charge was over a year ago. The nurse said the patient was charged every two days. After using antenna locate feature, the recharger gave por message and then a recharge message. They were told to recharge and to call back when patient is at least half charged. No symptoms were reported.